Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. Date of event - has not been provided and is unknown. Lot number - has not been provided and is unknown. Although the suspect device has not been returned for evaluation, performance testing was conducted by the supplier of alphatec targeting needles. Testing consisted of ultimate push (insertion of the device), ultimate pull (extraction of the device if stuck), and ultimate torsion (twisting of the device for insertion or extraction). The supplier found that device functions as intended. No discrepancies or assignable causes were detected during their root cause investigation.

Event description:
Challenges the field has been experienced with targeting needles; 1) the inner stylet gets stuck in the pedicle. 2) when the user attempts to remove the outer cannula with the t-handle, the handle will come off of the shaft.